Event description:
It was reported when the patient presented to the hospital after receiving a patient notifier for lower out of range high voltage lead impedance, fluoroscopy revealed externalized conductors. Out of range impedance was observed on the pace/sense portion of the lead. Lead extraction was recommended. No further information is available.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.8-14.0cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 7.9-8.8cm, 10.2-11.0cm, 11.1-12.0cm, 13.7-14.2cm, 13.9-14.2cm, 15.5-16.3cm, and 16.9-17.7cm from the distal tip. The etfe coating was intact at these locations. Clavicle crush damage was noted at 31.0-32.5cm from the distal tip. The etfe coating was damaged at this location, consistent with the field observation of noise and impedance anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that noise was also observed.